Manufacturer narrative:
Exact date unknown, event occurred a week ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5139594.

Event description:
It was reported that the patient was experiencing overstimulation and undesired stimulation at the back. X-ray was taken and showed that the leads migrated, had high impedance and one lead was fractured.